Event description:
It was reported that the patient underwent a cesarean section on (B)(6) 2014 and suture was used. The suture was broken when knotting in the process of cesarean section to sew anadesma layer. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.